Event description:
Customer reported the test did not start after a sample was applied to the test strip, which was inserted into a precision xtra blood glucose meter. He further reported feeling woozy, not well, and subsequently experienced both a loss of consciousness and a seizure. No third-party medical intervention was received. Customer self-treated by taking his usual diabetes medication, metformin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.